Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: device photograph(s) for the device related to the reported event of rupture was requested on (B)(6), 2023. Device patch with lot number 3015939 and catalog number 290g. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken-on posterior assessed, as an unidentified (tear) opening (shell thickness within spec). Observed, an opening and broken on anterior assessed, as surgical damage. And missing shell observed. Assessed, as inconclusive. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.